Event description:
On (B)(6) 2012, the reporter contacted animas alleging that starting about 6 months ago, up and down buttons exhibit delayed response and take multiple pushes to respond. The pump is worn in a pocket and cleaned with a wet washcloth and the reporter continues to use the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): complaint regarding down/up key was not duplicated: all keys were tested and responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under the up/down/contrast/ok key contacts.unrelated to this complaint, the display was dim/fading. When replaced with a test display, the screen was fully functional. Testing was completed with the test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.